Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned an (B)(6) male patient of unknown ethnicity. Medical history included heart condition and a heart bypass surgery on 1984. Concomitant medications were not provided. The patient received human insulin isophane suspension (rdna origin) (humulin n), human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) via cartridge and insulin lispro (rdna origin) (humalog) with humapen luxura unknown type of body, subcutaneously for the treatment of diabetes beginning a few years ago. On an unknown date his humapen luxura was broken without additional information about it ((B)(4)). On an unknown date his sugar levels went down and he collapsed so he was admitted to the hospital on (B)(6) 2016 and he did not discharged yet because her blood glucose still fluctuating. Information regarding corrective treatment was not provided. Status of human insulin isophane suspension, human insulin isophane suspension 70%/ human insulin 30% and insulin lispro was no change. The patient was the operator of the humapen luxura and his training status was not provided. The humapen luxura model and suspect humapen luxura duration of use were not provided. Information regarding action taken was no change and its return was not expected. The reporting consumer did not know if the events were related with human insulin isophane suspension, human insulin isophane suspension 70%/ human insulin 30%, insulin lispro and device humapen luxura. Update 09-jan-2016: initial information received on 06-jan-2017 and follow up information received on same date after initial reporter were processed at the same time. Edit 11jan2017. Case was opened to enter the medwatch device fields for device mailing. No new information.

Manufacturer narrative:
Evaluation summary: the wife of a male patient reported that her husband's humapen luxura hd device was broken. He experienced decreased blood glucose and loss of consciousness. The device was not returned for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring pen functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned an (B)(6) male patient of unknown ethnicity. Medical history included heart condition and a heart bypass surgery on 1984. Concomitant medications were not provided. The patient received human insulin isophane suspension (rdna origin) (humulin n), human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) via cartridge and insulin lispro (rdna origin) (humalog) with humapen luxura half dose (hd), subcutaneously for the treatment of diabetes beginning a few years ago. On an unknown date his humapen luxura was broken without additional information about it (product complaint 3870813 / lot number unknown). On an unknown date his sugar levels went down and he collapsed so he was admitted to the hospital on (B)(6) 2016 and he did not discharged yet because her blood glucose still fluctuating. Information regarding corrective treatment was not provided. Status of human insulin isophane suspension, human insulin isophane suspension 70%/ human insulin 30% and insulin lispro was no change. The patient was the operator of the humapen luxura and his training status was not provided. The humapen luxura model and suspect humapen luxura duration of use were not provided. The device was not returned. The reporting consumer did not know if the events were related with human insulin isophane suspension, human insulin isophane suspension 70%/ human insulin 30%, insulin lispro and device humapen luxura. Update 09-jan-2016: initial information received on 06-jan-2017 and follow up information received on same date after initial reporter were processed at the same time. Edit 11jan2017. Case was opened to enter the medwatch device fields for device mailing. No new information. Update 01feb2017: additional information received on 31jan2017 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and (B)(6) required device reporting elements; and updated the narrative.